Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on the report of olympus service operation repair center (sorc), omsc concluded that the reported phenomenon was attributed to the printed circuit board failure of the subject device. Also omsc surmised that deterioration of the printed circuit board might have been occurred due to the long term-use passing more than 5 years and since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. At the incoming inspection for the repair, olympus service operation repair center (sorc) found the printed circuit board failure of the subject device. It was not provided the other detailed information. There was no patient injury associated with this report.